Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket and lead sites since being implanted. The physician prescribed the patient oxycodone for the pain.